Event description:
A pt self-tester reports results lower than lab reference with protime microcoagulation system. Protime generated inr 1.9 lab on the same day generated inr 3.9. Pt¿s therapeutic range is inr 2.5 to 3.5. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4) (cuvette lot #m0p3c576). Method: device has been requested. No product returned. Device history record for cuvette lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: cuvette record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.